Event description:
It was reported that when using the bd pyxis¿ es server, system had an issue where all stations were in critical override in health sight viewer (hsv), and patients were not crossing over. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where all stations were in critical override in health sight viewer (hsv). A technical support specialist (tss) dialed into the application server and verified that all services were running. The tss then logged into sql server management studio (ssms) and attempted to run the server down query, but it did not return results. The tss accessed the database server and found that server memory usage was at 95%, with the sql server process consuming most of the resources. The memory allocation was reduced from 57344 mb to 47344 mb, but the query still did not execute. The tss performed a reboot of the database server, after which the server down query ran successfully, showing no disconnected flags, and messages began crossing normally, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.